Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to infection. Revision njr number: (B)(4). Side: l. Primary asa: p2: mild disease not incapacitating. Components not revised: evolution mp fem cs/cr non-por primary sz 5 left product ID: efsrn5pl lot no.: 1757661 evolution mp keeled tibia base size 5 left primary cemented product ID: etpkn5sl lot no.: 1757056. Mhra reference no: (B)(4).

Manufacturer narrative:
This event was found to be a duplicate of one previously reported under medwatch no.: 3010536692-2021-00220. Please void the initial report.